Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/canister/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that, during treatment, renasys touch device ((B)(4)) indicated a ¿tubing or canister may be blocked¿ sign, and beeping alarm during treatment, noticed that the flowmeter is always fluctuating and pointing at lowest border of negative ends. The device was changed with a delay of 4 hours for a smith & nephew back-up device ((B)(4)). The second renasys device, around 30minutes later, same issue happened and device beeping alarm ¿tubing or canister may be blocked¿ again, but for a short while. Hence, it was troubleshooting with change of the softport ((B)(4)) and it worked well. On the same day around 4pm, it was reported that renasys device is not able to charge at all, even after 4 hours charging. Whenever patient unplugged the charger and renasys touch device shutdown and black screen. The treatment was completed without a significant delay using a smith & nephew back-up device. No other complications were reported.